Manufacturer narrative:
An event of significant aortic valve regurgitation and incomplete stent opening was reported. Potential contributing factors for incomplete stent opening include sizing of the valve, implant depth, calcium distribution, and deployment difficulties. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incomplete stent opening and aortic valve regurgitation could not be conclusively determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances as post-implant valvuloplasty was performed, and subsequently another valve was implanted (valve-in-valve) same day post-procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿contraindications: any leaflet configuration other than tricuspid.¿

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant. The patient had a bicuspid annulus and was heavily calcified. The average annulus diameter was 29mm. Pre-dilation was performed with a 26mm non-abbott balloon. During the procedure incomplete stent opening was observed during the first deployment attempt. The valve was partially re-sheathed and re-deployed, however the position was too deep. The valve was re-sheathed and re-deployed. The final position was also deeper, but the decision was made to fully deploy the valve. Post-implant the patient presented with significant aortic regurgitation. A 28mm non-abbott balloon was used for post-dilation. Later that day a second non-abbott valve was implanted valve-in-valve due to the persistence of significant aortic regurgitation.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant. The patient had a bicuspid annulus and was heavily calcified. The average annulus diameter was 29mm. Pre-dilation was performed with a 26mm non-abbott balloon. During the procedure incomplete stent opening was observed during the first deployment attempt. The valve was partially re-sheathed and re-deployed; however, the position was too deep. The valve was re-sheathed and re-deployed. The final position was also deeper, but the decision was made to fully deploy the valve. Post-implant the patient presented with significant aortic regurgitation. A 28mm non-abbott balloon was used for post-dilation. Later that day a second non-abbott valve was implanted valve-in-valve due to the persistence of significant aortic regurgitation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.